Event description:
Additional information was received that the lead was surgically abandoned and the adapter was explanted due to noise, oversensing and loss of capture. The boston scientific sales representative stated that they were unable to recreate the noise while the patient was on the table so they were unable to rule out an issue with the adapter, however a lead fracture was suspected. A new lead and adapter were implanted with the same device. No adverse patient effects as a result of the lead revision procedure were reported.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited intermittent impedance measurements greater than 2000 ohms, no noise was observed on the electrogram. The clinic was unable to reproduce the out of range impedance measurements with isometrics, arm movements or pocket manipulation. It was noted that the lead impedance is typically around 600 ohms. The boston scientific sales representative stated that she was able to reproduce the high out of range impedance measurements and lv loss of capture was observed in all configurations. A lead revision procedure will be scheduled in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.